Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of white ball tip scraped off. Block h11: investigation results the returned hedgehog sweeper brush was analyzed. Visual evaluation found that the device did not demonstrate any issues. No damage or defect was noted with the components of the hedgehog device and both ball tips were present on the brushes. Based on all available information and analysis of the returned device, the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a hedgehog sweeper brush was used during a scope cleaning on (B)(6) 2024. During scope cleaning, the white ball tip attached to the tip brush was scraped off. It was removed from the scope. The scope cleaning was completed using another of the same device. There was no patient involvement in this event.

Manufacturer narrative:
This is a non-sterile device with no expiration date. Imdrf device code a0401 captures the reportable event of white ball tip scraped off.

Event description:
It was reported to boston scientific corporation that a hedgehog sweeper brush was used during a scope cleaning on (B)(6) 2024. During scope cleaning, the white ball tip attached to the tip brush was scraped off. It was removed from the scope. The scope cleaning was completed using another of the same device. There was no patient involvement in this event.